Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed as surgical impact opening (shell thickness within specification). Seroma-late: unable to observe since it is not related to the device. Cyst-ndr: unable to observe since it is not related to the device. Additional observations: crease is observed. Wear abrasion is observed. Nicks are observed assessed as non-penetrating nick. Red particles were observed on the gel. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture and ¿liquid inside the silicone lamina, seroma¿. Healthcare professional additionally reported "isolated cysts in both breasts¿, which is not device-related. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported right side rupture and ¿liquid inside the silicone lamina, seroma¿. Healthcare professional additionally reported "isolated cysts in both breasts¿, which is not device-related. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. To the device. Additional observations: red particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Continued e.1. Address line 1: (B)(6). Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "liquid inside the silicone lamina, seroma".

Event description:
Healthcare professional reported right side rupture and ¿liquid inside the silicone lamina, seroma¿. Healthcare professional additionally reported "isolated cysts in both breasts¿, which is not device-related. Device has been explanted and replaced with a non-allergan device.